Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va08xm1, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient reported they were in a car accident on (B)(6). The patient stated the person who hit her insurance company was asking for proof that the car accident caused the issue with the device and there was not some kind of device malfunction prior to the accident. The patient reported the week after the wreck their back, butt, and leg pain started. The patient stated she first went to the neurologist and they didn¿t find anything wrong with her back. The patient stated they then back to the urologist 2 days later with met with a manufacturer representative (rep). The patient stated the ¿2 leads¿ were ¿black¿ and they were not able to program with the other one. The patient stated the lead was dislodged from the device. The patient stated the pain started sometimes after (B)(6) 2016, the patient then noted the pain started on (B)(6). Additional information from the rep reported there was no dislodging of the device. The rep stated the patient was in a car accident and two combinations of her electrolytes were greater than 4000 ohms because of the car accident. The rep noted the healthcare professional replaced her entire device on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # va08xm1, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) and leads were replaced on (B)(6) 2016 because the leads pulled out. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.